Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient figured out what they were doing wrong. The patient said that they did not have their unit with them and they were too far away from it. The issue was resolved when the patient realized what they were doing wrong. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having issue with their adaptive stimulation. The patient reported that when they move around, they feel that the stimulation is off, specifically when they move their neck. The patient will check the controller and it will say ¿upright position intensity level is at 0.0¿ and it is normally set to 0.4 ma. The patient noted that it will normally work fine for hours, but on the day of the call, they went outside and came back in and the stimulation was off. The patient noted that this happened twice. The patient knows that the stimulation is off when they move their neck a certain way and don't feel stimulation. The patient planned to meet with their healthcare provider (hcp) and manufacturer representative. No further complications are anticipated.